Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being at the emergency room due to diabetes ketoacidosis and unexplained high blood glucose of 660mg/dl. The caller was treated with an insulin drip and manual injections. The customer experienced thirsty and frequent urination. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run a fixed prime test and the insulin did exit. Performed high pressure test and passed. Instructed the customer to remove the cannula, and it was not bent or occluded. Advised the customer to change the entire infusion set and reservoir. The customer believes he might have scar tissue, and perhaps that is the cause for multiple no delivery alarms. No further information was provided.